Event description:
It was reported that the device was used during a lap cholecystectomy procedure. No details were given as to what occurred with the device. No pt consequences were reported.

Manufacturer narrative:
Antibackup. Evaluation summary: the er420 instrument was returned with jaws closed with a clip on the jaws. The instrument was cycled, fed, and ejected the remaining clips and the device didn't lockout as intended. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.